Event description:
It was observed that during the reprocessing that the bronchovideoscope was not correctly reprocessed by the staff. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.